Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic assembly. The motor had moisture damage and the force sensor was corroded. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unit had minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.